Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received. This historical complaint is being filed as part of a retrospective review of complaint files in response to a recent FDA inspection. There is no change to the actual performance of the product and this report only represents an enhancement ot the reporting criteria going forward. A partial model 7000 lead was returned cut in two segments for analysis. The connector portion measure 13.4cm and the distal portion measure 46.8cm. Approximately 4.8cm of insulation from the distal portion was not returned. Analysis was normal. No anomaly was found.

Event description:
It was reported that the lead was replaced due to noise and possible inappropriate therapies during interrogation.